Event description:
Device technologies. After seeing (B)(6) breast clinic with breast pain swelling pain etc that I have endured for years due to breast implants. I have been diagnosed with bii finally after seeing several plastic surgeons; I started with capsulization of right implant and I was accused of it happening because I lost weight. I suffer chronic joint pain so no longer can exercise or walk far because of pain and being short of breath and now I've developed stomach and bowel problems and up until implants I was a normal healthy vibrant person. After my last child I had silicone implants about 11 years ago and have deteriorated health wise ever since with no health professional being able to help me until the (B)(6) breast centre. I have now been told the implant on the right has ruptured. Large corded tendons have developed around it. I do not have energy to function. I can't see properly. I have been diagnosed with anxiety. I'm miserable, frustrated and have no enthusiasm to do anything. I just want to be in bed yet I cant sleep for more than an or so at a time. I thought I was going mad I just exist and I want a life back. FDA safety report ID # (B)(4).